Manufacturer narrative:
Catalog # is unknown but referred to as gunther tulip. Initial reporter: occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2018, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
G4 (510k): k172557. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, pain, limited physical activity, depress. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, pain, limited physical activity, depress. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, limited physical activity, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-jug-tulip) lot: e3695454, nor filter (igtf-30) lot: e3690305 and e3688993. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2018 due to thrombosis/ pulmonary embolism. Patient is alleging "left side hurts, left side gets swollen, abdominal left side gets swollen." Patient can no longer engage in walking and running. Patient allege to get "very depressed, because of the pain in left leg" per computed tomography report, "there is an ivc filter in place within the ivc. The filter is tilted with respect to the axis of the ivc, with a 20 degree tilt with the superior aspect to the right. In the sagittal plane, the ivc filter is angled at the same angle as the ivc. The tip of the filter is 3 mm from the right wall of the ivc. The tip of the filter is above the right renal vein. The inferior aspect of the filter is below the renal veins. There are 4 limbs of the ivc filter, located on 1, 4, 7 and 10 o'clock respectively .the 10 o'clock limb protrudes 2 mm just beyond the wall of the ivc. The 1 o'clock limb projects 2.5 mm beyond the wall ivc . The ivc filter is intact, without evidence of fractured or bent struts. There is no ivc stenosis."